Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. A 7.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, upon inflation at below the rated burst pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.